Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the left ventricular (lv) lead exhibited high threshold measurements and loss of capture. Lv lead dislodgement was suspected. As a result, threshold testing was performed, a suitable vector was identified and the output was increased. No additional adverse patient effects were reported.